Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: blank display after start up. Detailed complaint and failure description: the ventilator display screen not functioning, hence not possible to export the log files.